Manufacturer narrative:
Device evaluated by MFR? Device evaluation is not necessary as the migration/pain is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that a patient's generator is moving in their pocket and that they are being referred to a surgeon for pocket revision. It was reported to be moving several inches and is uncomfortable (not stimulation related discomfort) so the decision was made to refer for pocket revision. Clinic notes received for the patient's planned replacement. The referral request form noted the patient would be getting a new vns generator, and next to this "pocket revision" was noted. No surgical intervention has been reported to date. No additional relevant information has been received to date.

Event description:
Information was received that the surgeon has done a pocket revision for the patient and has left the generator implanted. No additional relevant information has been received to date.